Manufacturer narrative:
(B)(4) the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a red alert concerning leads measurements and a yellow alert concerning coil continuity measurements appeared in the remote follow-up. However, all the values are between the expected intervals.

Event description:
Reportedly, a red alert concerning leads measurements and a yellow alert concerning coil continuity measurements appeared in the remote follow-up. However, all the values are between the expected intervals.